Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a left ventricular lead revision an insulation anomaly was noted on the atrial lead. The lead was explanted and replaced, with no adverse consequences to the patient.